Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. During the surgery it was noted that the lead had fractured. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, the octrode lead had all its internal wires broken. The cause of the event remains unkown.